Event description:
The account alleged the hi/low and the head section lowered by themselves. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.